Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number 10597411, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Fse first had the customer perform an inspection of the device to verify nothing was obstructing the arm from moving in the y-axis. The customer subsequently rebooted the analyzer and performed a background measurement, which failed. Next, fse instructed the customer to hard boot the analyzer and the pc at the same time, and perform the background measurement. When fse followed up with the customer the errors had stopped and no further issues were noted. No further action was required by field service. The device was installed at the site on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 05apr2018 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual, under appendix a- error messages was reviewed. 4211 main arm y-axis home detection failure: the aia-2000 operator's manual indicates that the 4211 main arm y-axis home detection failure error message is generated when the home sensor fails to activate after the main arm y-axis moves toward the home position. If retry fails, the measurement result will be flagged (mf flag). The operator is contact tosoh service center or local representative. The most probable cause of the reported event was due to a hardware lockup.

Event description:
The customer reported receiving "4211 main arm y-axis home detection failure" errors while running quality control (qc) on their aia-2000st analyzer. The customer performed the "all set home" command, but the error persisted. The customer also stated that when the sorter door opened and closed they received a scan failure. The customer inspected the analyzer and located a dropped cup, but did not see any obstructions. The waste chute was also noted to be clear. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.